Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that customer experienced a blood glucose (bg) level that was displayed as "low" (specific value was not given). Suspected cause was due to the customer¿s settings requiring adjustments. Customer addressed bg level by consuming carbohydrates. Customer updated their pump settings to address the event.